Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4)

Event description:
It was reported that a male patient underwent a ventricular tachycardia procedure with a thermocool smarttouch uni-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During mapping in the left ventricle, the physician noticed that there was an excessive amount of noise on the ablation catheter distal electrode. The cable was changed but did not resolve the noise. The catheter was changed with a new device which subsequently resolved the noise. This noise issues is not reportable as the risk to the patient is low. During the same procedure the physician noticed that there was a pericardial effusion that developed during the mapping phase of the procedure. The patient was tapped to drain the effusion. There were no errors on the carto or the generator, and no ablations were performed at any time during the procedure. The impedance was noted at approximately 160-200 ohms. The procedure was delayed by five minutes. The patient was stable following the procedure. Additional information was received on the event. The patient received anticoagulation, however the range is unknown. A transseptal puncture was performed. The patient received a pericardial tap and drainage of the pericardium. It is unknown if hospitalization was required. The physician did not provide a causality opinion for the cause of this adverse event. The adverse event was not commented on by the physician as whether it was caused during the procedure when the first catheter was being used or during the procedure when the new catheter was being used. Therefore this event will be reported under both ablation catheters used.